Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room. It was determined that an automatic lead safety switch had occurred due to high out of range pacing impedance on the patient's non-boston scientific right atrial (ra) lead. The patient was also reportedly experiencing pocket stimulation, with visible twitching of the pocket. Noise was noted on the ra channel. The patient's device was reprogrammed to change ra polarity back to bipolar, which reportedly resolved the issue. No additional adverse patient effects were reported. This pacemaker and the non-boston scientific leads remain in service.